Event description:
A tandem mobi cartridge alarm was reported by the customer, who had also encountered a similar alarm about three months ago. This issue caused the customer's blood glucose level to be critically high, exceeding 500 mg/dl, with the specific value not displayed but shown as "high." The customer attempted to address the high blood glucose with a correction bolus via the pump, which did not complete successfully as the cartridge alarm recurred. Technical support confirmed the cartridge alarm and instructed the customer on corrective steps, including removing the cartridge from the pump and delivering a bolus, but the issue persisted. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support arranged for a delivery of a replacement pump with updated software, instructed the customer on its use, and handled the return of the problematic pump.